Event description:
Affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary reverse shoulder replacement took place on the (B)(6) 2020. The patient has since dislocated. Surgeon carried out mua but patient continued to dislocate. Revision surgery performed on the (B)(6) 2020 where he replaced the glenosphere, cup and monoblock cemented stem. Patient continued to dislocate. Surgeon revised again on the (B)(6) 2020 using a laterialised glenoshere and retentive cup to stabilise the shoulder. Surgeon suggested that soft tissue envelop around the shoulder is compromised resulting laxity and instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.